Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tube of the transfer set had a black stain. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received and evaluated. Visual inspection and microscopic inspection were performed and found excess solvent and particulate matter located between the dark blue connector and light blue mainbody. Functional testings were performed on the device including leak testing, clear passage, clamp function, and torque testing and the device passed successfully. A short simulated therapy was performed. Sample analysis determined the product did not meet specifications. The cause was undetermined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.